Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, the leak test was ok, and the anastomotic rings were intact, but there was bleeding from the stapler line. Revision surgery was done, and a transverse colostomy was created. Though on the first postoperative day the anastomosis was partially open and stool leaked out. A colostomy was then created, but the colostomy was not planned to be permanent. On the day of the operation, the anastomose was sealed, and the donut rings were also complete. Subsequently, peritonitis and bowel injury were developed, and a tracheostomy was performed but not related to the stapler issue but rather a consequence of the medical condition of the patient. In addition, the patient experienced more procedures after the revision surgery. Several surgeries had to be made: colostomy, revision surgery due to bleeding, mesh insertion for abdominal wall closure.